Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted that the lead was capped on (B)(6) 2022 and not explanted.

Event description:
New information noted that the lead had insulation damage.